Manufacturer narrative:
G2: foreign country - japan h3, h6: the 9733449 straight suction, lot number 231107 was returned for evaluation. Analysis found a failure. The returned straight suction had no apparent physical damage but would not verify when connected to a known good system. The suction displayed a divot error of 2.5mm to 2.6mm. Codes b01, c13 and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the straight suction instrument had deformation which was confirmed during the inspection. There was no patient involvement.